Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had an auto polarity switch had occurred in (B)(6) 2018 due to an out of range bipolar rv lead impedance. The pacing lead impedance was noted to be above the higher limit. Rv threshold also elevated. Multiple noise reversion and high vent rate episodes stored and all appeared to be oversensing on rv lead. The lead was reprogrammed. The patient is not pacer dependent. The patient was stable and would continue to be monitored.